Event description:
On 8/18/1998 a phenytoin result of 0.7ug/ml was reported. Specimen was repeated and obtained value of 20.0 ug/ml. Customer had to correct report. Pt's treatment was adjusted, based on initial test result.